Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. It was reported that the patient using the device was under 12 years of age. Labeling indicates: the t:slim system is indicated for use in individuals 12 years of age and greater.